Event description:
A physician reported a pt who was double skin tested on 9 october 1997 and 22 october 1997 with negative results. On 21 november 1997 the pt received her first treatment with two formulations of collagen in the vertical lip lines of the upper and lower vermilion border and in the upper vermilion border. On 13 december 1997 the pt developed redness in the vertical lip lines and swelling in the upper vermilion border. The symptoms persisted intermittently as of 09 january 1998. The physician believed the pt had developed a hypersensitivity to collagen. The physician recommended that she take oral chlor-trimeton or benadryl for the swelling as needed, and to avoid activities that would cause vasodilation in the area of hypersensitivity (such as heat application and consumption of alcohol). No other intervention was planned.